Event description:
It was reported that the lead exhibited high capture threshold and no sensing. When output was set to 7.0 v at 0.5 ms in both the bipolar and unipolar configuration, no capture was observed. Lead dislodgement was suspected, and the lead was replaced.

Manufacturer narrative:
Na